Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was experiencing elevated blood glucose (bg) in the evenings between 200 and 400mg/dl with occasional ketones. The reporter stated that they have noted air bubbles in the cartridge when the patient has elevated bgs. The reporter stated that they had been using refrigerated insulin to fill the cartridges but recently started using room temperature insulin instead. The reporter confirmed all luer lock connections are secure and the filling needle is tight to the cartridge during filling. There was no cartridge fill technique issue identified during troubleshooting. The reporter denied any site or set issues and confirmed that there has been no leaking. The reporter stated that all the cartridges they have had the air bubble issue with are from the same lot. Customer technical support advised the reporter to let the cartridge sit for 30 minutes after filling prior to loading the cartridge into the pump to ensure there are no air bubbles, and do de-bubble the cartridge as needed. This complaint is being reported due to the allegation that the patient experienced hyperglycemia due to air bubbles in the cartridge.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2013-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned to animas. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects were noted. A fill, force and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.